Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction at the sensor insertion site characterized by redness, inflammation/swelling, pimples or bumps, watery drainage, pustules, and an infection that extended beyond the patch perimeter. The reaction occurred on the same day the sensor was inserted on the arm. The patient reported experiencing two significant prior skin reactions at earlier dexcom g7 insertion sites on both the left and right arms. The left-arm site developed a painful, hardened bump, and the right-arm site developed a larger and more severe lesion, described as a red, swollen area approximately the size of a half dollar with a raised, firm surface and visible purulent drainage extending beyond the sensor patch area. After observing that a similar reaction occurred again at the second right-arm insertion site on (B)(6) 2026, the patient contacted her primary care physician. The physician reviewed a photo of the affected site and planned to prescribe a topical antibiotic ointment. While awaiting the prescription, the patient cleaned the area, applied warm compresses, used over-the-counter neosporin, and covered the site with a bandage. The reaction remained localized. The patient reported feeling tired but otherwise stable and intended to monitor the site and seek further care if symptoms worsened. During a follow-up call from dexcom technical support on (B)(6) 2026, the patient reported that her physician had prescribed bactroban (mupirocin 2%) topical ointment to be applied twice daily for seven days, as well as bactrim (sulfamethoxazole/trimethoprim) 80 mg oral tablets, taken twice daily for seven days. The patient stated that the skin reaction was improving with treatment. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).